Event description:
The pt has been experiencing pain in their left rib cage and upper chest, region. The pt's device was programmed to off and the pt is still experiencing pain. The pt reported that they experienced two falls in the past two months and that while a chiropractor was working on their back they experienced pain at the pulse generator area. The pt also reported that the pulse generator area is swollen and painful and they experience pain when they cough or laugh.